Event description:
It was reported that when pre-flushing the catheter (7717305) after unpacking, sand holes were found, leaking liquids. Two catheters consecutively unpacked leaked liquids, which were impossible to be used in the patient. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was two 3fr sl groshong catheters. Functional testing of the returned units found that a leak was present in unit 01 at the 44cm depth marker and in unit 02 between the 44cm and 45cm depth markers. Microscopic inspection of the leaking areas found that a small tear was present. Similar features were observed between the two units. The edges of the tear appeared to round in towards the interior of the catheter tubing, suggesting that something had either punctured the catheter wall from the exterior or something had internally dragged and pulled against catheter wall. The catheter tubing in both units was bisected to inspect the inner wall for evidence of stylet damage or any other internal damage. However, no additional damage to the inner wall was observed. Insufficient evidence was found to conclusively determine the root cause. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that when pre-flushing the catheter (7717305) after unpacking, sand holes were found, leaking liquids. Two catheters consecutively unpacked leaked liquids, which were impossible to be used in the patient. This report addresses the second device.